Event description:
It was reported that the pulse generator battery data was initially 2.42 v, 6 ua, 5.2 kohms. No elective replacement indicator (eri) message was displayed. Battery voltage readings of 2.39 v and 2.40 v were also obtained. At the last follow-up in 2008, measured data was 2.61 v, 8 ua, and 2 kohms. Based on the initial battery voltage of 2.42 v an eri message should have been displayed. As the patient was pacemaker dependent, the device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.